Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized month ago with hyperglycemia and high blood glucose readings of 650 mg/dl at the time of the hospitalization. Customer reported that blood sugar went almost to 400 mg/dl and when she woke up morning and it was 350 mg/dl and she took a bolus for that. Customer went to church and came home and it came down to 217 mg/dl and she didn't eat much for lunch and it went up to 255 mg/dl and now it's coming down its a 229 mg/dl and that was 2 hours ago when she took a correction. Customer took a correction at 6am and it never corrected it and when she got up at 7:30 and it was changed it out and it came down to around 200 mg/dl and then it 352 mg/dl and now it's come now 230 mg/dl, today when she changed it there was blood at the site. Patient's bg at time of incident: 358 mg/dl, patient's current bg: 230 mg/dl. Customer treated for high blood glucose with manual injection. Customer was wearing the pump at time of hospitalization. Customer performed high pressure test which was passed. Customer is calling back because she is still having high blood glucose. She has not had any changes to her settings, usage but is still having high blood glucose. Insulin pump is expected to return for analysis.